Manufacturer narrative:
Received one used list #142550489 primary plumset attached to a blue microclave, a spiros, a bag spike adaptor w/ additive port and a sodium chloride 250ml bag. As received, the inlet and outlet filter of the inline filter appeared to be wetted out with prior infusate. The set was leak tested per specifications. A leak was observed from the inlet filter and outlet filter of the inline filter. Additionally a leak was found at the filter vent. The complaint of drug leakage from the filter can be confirmed on both the inline filter and filter vent. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties of the filter material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
E1 - initial reporter phone has an extension # (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported that a leak was by the patient relative to the start of the infusion (after 32 ml out of 278 ml total). They were infusing paclitaxel(taxol). The tubing installed on the solution and then primed without chimio (so just with the ns solution) in the chemotherapy hood according to the usual procedures. The patient had an open venous line on the day of the incident (june 11) in the left forearm. The tubing was connected to the patient according to the usual procedures by the nursing staff. No defects noted, the tubing did not leak into the sterile hood before it was sent to the treatment room side. They did a new solution for the patient. No one was injured. Since they re-dosed the patient, he received the full dose. There was patient involvement and no patient harm.